Event description:
The display on cusotmer's meter is missing part of the number. The problem appeared to have happened after the customer downloaded the data from their meter into their computer. During the trouble shooting process it was determined that there were missing segments in the units position of the display. A request was made to have the meter returned for eval. In the meantime a replacment unit was provided. The customer has been invited to contact co's 24/7 customer service line should any problems or questions arise.